Event description:
It was reported that this right ventricular (rv) lead had insulation fracture. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The extracting stylet returned stuck in the lead. The lead returned in two segments that was severed. A portion of the mid-body segment appears to be missing. The set screw marks noted on the terminal pin and ring negative one on each. Electro-cautery damage/laser damage noted on the insulation. The suture tied tight onto the lead for extraction purposes. The bond separation between the tip ring and the insulation where medical adhesive was noted underneath. Residual calcification noted on the insulation and on the tip area and helix. The helix was extended and noted to have dried blood/body fluid in helix housing and tissue entwined in the helix. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were intact. Hipot test passed which indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities other than induced damage. Laboratory analysis confirmed the reported allegation. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had insulation fracture. The lead was explanted. No additional adverse patient effects were reported.